Event description:
Reporter alleged blood glucose measured 214 mg/dl at 10 pm and customer had central nervous system symptoms of low blood glucose where they were "sweating and delirious". It was stated no actions were taken by the customer to the emergency room (ER). Reportedly, a 1/2 hour later the ER measured customers' glucose to be 34 mg/dl. Reporter indicated customer was treated with a glucose IV and kept to observe glucose until 2 am, however, afterwards was admitted to the cardiac floor for monitoring until the next morning. A request was made for the return of the suspect device and replacement product was sent.